Event description:
Additional information was received. It was reported that the cause of the issue was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open proximally. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the basilar artery. The max diameter was 18mm, and the neck diameter was 10mm. The landing zone was 3.5mm distal and 3.1mm proximal. The patient's vessel tortuosity was moderate. It was reported that the pipeline did not deploy at the proximal part. Even after recapturing and deploying again it did not deploy. The doctor pulled out the entire catheter and used a different vantage to perform the procedure again. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No other steps were taken to open the device. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage stent device was returned inside a sealed biohazard bag and a shipping box damaged location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were not opened and frayed. No defects were noted on the pushwire. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failed to open proximally¿ was confirmed as both ends of the braid of the returned pipeline vantage device were not opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, the customer reported moderate vessel tortuosity, and the pipeline vantage device was not placed in the vessel bend, therefore ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. The damaged braid may have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.